Manufacturer narrative:
E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent events on 16-jun-2024. The insertion site was at thigh. Blood glucose level was 512 mg/dl. Infusion set has been used for 2 days. Reported symptoms were feeling sick/unwell headache, extremity pain/cramps. High blood sugar and not feeling well events led up to hospitalization. Therefore, patient was treated with IV insulin drip. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.